Event description:
I had essure implanted in (B)(6) 2013. Since then I have had unbearable abdomen pain numbness in my legs, debilitating migraines. It's terrible. It takes away from my children and causes dr. Civets which I cannot afford. Stop essure it's a terrible product.